Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one photograph and one device. The visual inspection of the device noted the firing knob was advanced. The visual and photographic inspection of the single use loading unit (sulu) noted it was fully applied with the interlock engaged and the knife blade was advanced. No damage was noted to the knife blade. Cracks were noted on the surface of the sulu. The sulu was reset and loaded into the returned device. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The IFU states that to remove the sulu, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will ¿float¿ up and down in final loaded position. Replication of the cracks on the sulu surface condition may be due to use in tissue thicker than indicated. The instruction for use (IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted left hemicolectomy procedure, while firing the device across the bowel tis sue, the stapler fired fine, but the knife blade was exposed after firing. The procedure was converted to open unrelated to device problem. A new handle was opened and used to complete the case. No injury.